Event description:
Medtronic received a report that there was an issue with the expiration dates in an onyx kit. The account reported that the onyx kit contained a vial of dmso lot b687507 and onyx 18 lot b035828. The onyx lot b035828 had an expiration date of 2023-06-05, while the dmso and top level assembly had good dating (2027-01-31 and 2026-11-01 respectively). It was noted the top level assembly should have a shorter date than the onyx 18 and dmso, and the account was wondering if the device was packaged this wrong. The event was not associated with a patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with corrected information based on all available information. H6 coding was updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was an issue with the expiration dates in an onyx kit. The account reported that the onyx kit contained a vial of dmso lot b687507 and onyx 18 lot b035828. The onyx lot b035828 had an expiration date of 2023-06-05, while the dmso and top level assembly had good dating (2027-01-31 and 2026-11-01 respectively). It was noted the top level assembly should have a shorter date than the onyx 18 and dmso, and the account was wondering if the device was packaged this wrong. The event was not associated with a patient. Additional information received reported the site lab had discarded the boxes and mixed up all the vials. They took multiple vials out of the box and did not put them back in the correct/corresponding boxes.